Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent a knee revision approximately four months post-implantation due to bearing dislocation. The patient was converted from a partial to total knee.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Report reference no: mw5074262. Reported event was confirmed by review of x-rays provided. Device history record (DHR) was reviewed and no discrepancies were found. The hospital reported that the patient previously had an acl reconstruction. The surgeon stated that ¿it was the patient¿s soft tissue that loosened causing the bearing to dislocate. Neither the tibial or femoral components loosened.¿ a review of the IFU and the surgical technique found that one of the contraindications for the oxford partial knee surgery states "insufficiency of the collateral, anterior or posterior cruciate ligaments which would preclude stability of the device.¿ from information supplied by the hospital in regards to reported complaint and the investigation performed by biomet (B)(4) ltd, the most likely cause of the reported bearing dislocation was due to soft tissue loosening.